Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, he reason for explanting the 23mm sapien 3 thv 4 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry department, approximately 4 months post implantation of a 23mm sapien 3 valve in the aortic position via the transfemoral approach, the device was explanted, and a surgical valve was implanted. The reason for the valve explantation is unknown at this time.

Manufacturer narrative:
After medical record review, additional information confirmed that the patient was diagnosed with bioprosthetic aortic valve endocarditis, status post pacemaker placement. In this case, the endocarditis was > 60 days from implant. Late endocarditis is due to an infection that seeds on the implant. Once seeded on the bioprosthesis, vegetation will collect on the bioprosthesis causing valve dysfunction (increased gradients, stenosis, regurgitation, etc.). The endocarditis caused valve vegetation which resulted in valve explant and a surgical valve was implanted. Since there was no allegation the tavr valve procedure caused the infection, the event for endocarditis will be captured but disassociated as the source of infection was secondary to staphylococcus saprophyticus bacteremia/pacemaker. As such this MDR was reported in error and a corrected supplemental report is being submitted.